Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
According to the reporter, during use, the catheter had low flow issue, arterial and venous route did not function properly. The 1st catheter was inserted on (B)(6) 2022 and insertion location was vfe. Last kt/v was 1.09 on (B)(6) 2022. Blood pump flow was 210ml/minute and effective flow was 180ml/minute. Quantity of short stay catheters was 13 and placement sites were 2 vscd, 6 vjid, 3 vjie, 1 vfd and 1 vfe. Quantity of long stay catheters was 3 and placement sites were 2 vfd and 1 vfe. The catheter was not repaired and there was no leak. The catheter was changed on (B)(6) 2022 and insertion location was vfd. It was also mentioned that the catheters were recalled products fa1244. They required use of alteplase (thrombolytic agent) 8 times as intervention. There was no clinical complication on the patient and the event did not lead or extend patient hospitalization. There was no reported patient injury.

Event description:
According to the reporter, at the start of hemodialysis treatment, the catheter had low flow issue on both arterial and venous side of the extension tube (arterial and venous route did not function properly). Low flow issue was due to thrombosis. It was also stated that the device was a recalled product (recall fa1244) the 1st catheter was inserted on (B)(6) 2022 and insertion location was vfe. Last kt/v was 1.09 on (B)(6). Blood pump flow was 210ml/minute and effective flow was 180ml/minute. Quantity of short stay catheters was 13 and placement sites were 2 vscd, 6 vjid (right internal jugular vein), 3 vjie (left internal jugular vein), 1 vfd (right femoral vein) and 1 vfe (left femoral vein). Quantity of long stay catheters was 3 and placement sites were 2 vfd and 1 vfe. The catheter was not repaired and there was no leak. The catheter was changed on (B)(6)2022 and insertion location was vfd. It was also mentioned that the catheters were recalled products fa1244. They required use of alteplase (thrombolytic agent) 8 times as I ntervention. Tego was not utilized and there was no luer adapter issue. The insertion site was treated prior to product placement. There was nothing unusual observed on the device prior to use, line was difficult to flush with the syringe, there were no other products being utilized with the device and there were on ther defects/damaged found on the product when the issue occurred. Aside from alteplase other anticoagulants were used. There was blood loss as a result of the event and blood transfusion was not required. There was no clinical complication on the patient and the event did not lead or extend patient hospitalization. There was no reported patient injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.